Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 22.5 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. Conclusion: 1cart30 cartridge is not designed to be used with the reported zma00 lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the original procedure due to a scratch noticed after insertion of the lens. It was reported that it was believed to be user error and that the lens was scratched during loading. The lens was removed by cutting it out; the incision was enlarged and one (1) stitch was put in. The patient data, gender and date of birth were requested; however, were not provided. No further information was provided.